Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Imrdf code f23 captures the reportable event of unexcepted medical intervention. Imrdf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy with emr procedure on (B)(6) 2026 for prophylactic treatment of a polypectomy. During the procedure, the resolution 360 ultra clip failed in a patient procedure. The clip would not detach from the device after the clip was placed in the patient. The clip had to be pulled from the tissue to remove it from the channel resulting in a large defect which caused minor bleeding. Due to the bleeding, two mantis clips were used for hemostasis. The procedure was completed with two additional boston scientific devices of a different model. There were no other patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Imrdf code f23 captures the reportable event of unexcepted medical intervention imrdf code f2301 captures the reportable event of additional device required block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "clip failure to release from catheter", "hemorrhage, minor" and "tissue damage" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy with emr procedure on (B)(6) 2026 for prophylactic treatment of a polypectomy. During the procedure, the resolution 360 ultra clip failed in a patient procedure. The clip would not detach from the device after the clip was placed in the patient. The clip had to be pulled from the tissue to remove it from the channel resulting in a large defect which caused minor bleeding. Due to the bleeding, two mantis clips were used for hemostasis. The procedure was completed with two additional boston scientific devices of a different model. There were no other patient complications reported as a result of this event.